Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedance greater than 3,000 ohms. The rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.